Event description:
Per the clinic, the patient experienced pain and headache at the implant site, leading to device non-use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.